Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.25 x 38mm synergy ii drug-eluting stent, it was noted that the stent came off the balloon. The device never entered into the patient's body. The procedure was completed with a different device. No patient complications were reported.